Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b40 error occurred due to defective circuit board and is estimated to be an accidental failure. The toot cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed via repair request that the customer visera elite video system center has an otv failure error, b40, occurred. The customer reported issue was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was confirmed/reproduced and was isolated to a defective circuit board. The inspection also noted the lock does not work due to failure of the locking mechanism of the video connector receiver and the battery consumption. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.